Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was done and on 04 aug 2022, the customer had a loss of consciousness and was provided juice and glucose by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for date received by manufacturer as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial complaint was received via webform regarding a sensor error message while wearing the adc device. Customer contact was done and on 04 aug 2022, the customer had a loss of consciousness and was provided juice and glucose by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed low glucose value towards the end of sensors use. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.